Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was treated with unspecified drugs for the event. It was not reported if the patient was hospitalized. Patient outcome and action taken with pd therapy were not reported. No additional information is available.